Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display was found to be fully functional. The original complaint of lines in the display was not duplicated. The pump was opened and the display was observed to be fully seated and secure in the connector. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.